Manufacturer narrative:
Additional information h3, h6, h10 the device was received for evaluation. The 23mm commander was returned inserted through loader sheath assembly. The delivery system locked at packaging position, no flex fine adjust in use. The balloon has been expanded (valve not returned). Sheath seam was fully expanded, no abnormalities. The sheath had the tip torn separated (partial radial) at distal edge of liner. There are gouges on inner portion of tip. The sheath tip did not open along axial score line. The axial score lines appeared mirrored aligned up od axial score appears faint. All score lines are present (ID od axial, od radial, od slant). Due to condition of the returned device (distal tip tear and separation), no applicable functional testing was able to be performed. Due to the nature of the complaint, no relevant dimensional testing was able to be performed. The device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. Device related photos were provided, and the following was observed: the sheath was shown to have a torn tip with the delivery system and crimped valve fully inserted through it. Separated tip was shown to have gouges on inner diameter. Although the reported events were confirmed, a complaint history is not required as the issue has been previously identified in a product risk assessment and corrective action preventative action (CAPA), which captures root cause analysis for the issue. Sheath distal tip tear and separation is identified in the esheath risk management as a potential cause that may lead to procedure delay, percutaneous intervention, minor tissue damage, or embolism, as captured in risk. As the esheath was used for by edwards research and development, it has not resulted in any patient involvement harm, or a device failure to perform its function. Also, there was no evidence of product non conformances or labeling IFU inadequacies identified in the evaluation. Therefore, the review of risk management file is complete, and no further action is required. The risk of sheath distal tip tear and separation and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials refresher training on how to insert the delivery system through the sheath. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with sheath distal tip tear and separation. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip. The risks outlined in the pra remain the same; the pra documents the potential for difficulty advancing delivery system through sheath, resulting in procedural delay, which did not occur during this event. The re escalation threshold for this issue was not exceeded as trending analysis indicates complaint rates remain within the monthly control limit. The pra remains applicable and no further action is required. Corrective action preventative action (CAPA) was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified. The CAPA is currently in the implementation phase. The reported events were both confirmed per evaluation of the returned device. However, a manufacturing nonconformance was not identified during evaluation of the returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU training materials revealed no deficiencies. Per the complaint description, a reference sample (commercial released) of a 23mm s3u valve on commander tore a chunk off of the distal tip of a 14f esheath. Per evaluation of the returned device, the sheath distal tip was shown to be torn and separated. This damage is characteristic of sheath tip tear events identified in the pra. While a definitive root cause was unable to be determined, investigation documented in the pra indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. CAPA has been initiated to pursue potential process improvement activities regarding tip expansion which were identified during the investigation.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by the edwards research and development department, a reference sample commercial released of a 23mm s3u valve on commander tore a chunk off of the distal tip of a 14f esheath. The valve was pushed through the sheath while in the water bath therefore everything was straight no curves. When the valve reached the tip there was a sharp increase in the push force, like it snagged on something. Backed the valve slightly out maybe a half an inch and then pushed forward again hit the same snag. Decided to push through and that is when the tip tore off. The force to push it through the tip was high but probably not much higher than what it took to get through the strain relief. The chunk that tore off looks like it has some gouges in it from the valve apices. Able to deploy the valve and proceed with testing without issue. The devices will be returned for evaluation.